Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a multi-dose vial adaptor in which adaptor does not fit snugly in the vial of heparin. The customer is concerned this loose fit on the vial could lead to sterility issues that could possibly lead to patient infection. The maker/product information of the heparin vial is unknown as the facility has recently switched to syringes of heparin. The condition occurred before use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2011. Two companion samples were received for evaluation. A visual inspection was performed and no defects were observed. The samples were then submitted for functional testing and the results were satisfactory. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.